Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection showed a minimal portion of the sensor hydrogel missing, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation in one of the sensing areas, which is indicative of hydrogel oxidation. However, this was appropriately de-weighted by the system and was therefore not expected to contribute to the observed inaccuracy. A review of the sensor's in vivo data also showed transient optical instability in one of the channels, which most likely contributed to the inaccuracies reported by the user. However, the optical instability could not be reproduced during in-house testing. This may occur in cases where a failure mode presents itself in the body but is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report 03 sept 2025. D4.additional device information updated. G3.date received by the manufacturer? 03 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On 05 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.